Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 31mm watchman flx pro closure device were selected to be used. The physician did an atrial fibrillation ablation before the laa closure procedure. The physician performed the case just as normal for getting access and crossing the septum. Heparin was administered as soon as groin access was obtained. The last activated clotting time (act) was 250 seconds. Once the ablation was finished, the was sheath was placed over a wire in the left atrium. The physician proceeded with the closure device deployment and assessing position, anchor, seal and size (pass) criteria of the closure device. During the third reposition of the closure device, a clot was noted forming in the back end of the appendage and through the back end of the closure device. Once the clot was discovered, the physician finished going through the rest of the pass criteria and released the closure device and watched over imaging to evaluate the closure device and how the patient was doing. Everything was looking good for the patient, and the physician started to wake the patient up as normal. There was no surgical intervention needed. The patient is expected to fully recover.